Manufacturer narrative:
All available information was investigated, and the reported difficult to remove the sgc from the guide dock could not be replicated in a testing environment due to the returned condition of the device (damage pin hole of the guide attach). Additionally, the pin was observed to be misaligned and the pin hole of the guide attach was observed to be deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar complaints for this lot with the same reported codes. An exception was initiated to evaluate the reported difficult to remove the sgc from the stabilizer. The exception determined that material was the root cause. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip ntw was successfully advanced within the patient and placed on the leaflets. The lock was tested and the clip opened. There were challenges with visualizing the clip. Troubleshooting was attempted but was unsuccessful. The clip was removed and a replacement mitraclip was selected and implanted successfully. After the procedure, it was difficult to remove the steerable guide catheter (sgc) from the stabilizer. The sgc was removed from the patient, still attached to the stabilizer. Troubleshooting was performed, after significant force the sgc was removed from the stabilizer. The final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.